Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Customer reported in the literature that the shunt strayed into the cornea. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. Title: ex-press strayed into cornea, removal and reinsertion. Author: shotaro kosuge (show university), source: japanese journal of ophthalmic surgery extra edition. 2015.12.29; vol.29 :page37. (B)(4).

Event description:
A customer reported in a literature article a glaucoma filtration device strayed into the cornea, resulting in removal and reinsertion. Additional information was requested.

Manufacturer narrative:
(B)(4).